Event description:
It was reported that high impedance was found during a patient's initial vns implant surgery. It was reported that the lead pin was checked and it could fully insert and that the leads were placed correctly on the nerve. It was speculated that an obstruction may be present within the generator's header cavity. The generator was not left implanted and another generator was implanted after which impedance was normal. The generator has been received. Analysis is underway but has not been completed to date. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.

Event description:
Analysis for the generator was completed. When various electrical loads were attached to the pulse generator, the corresponding resistance measurement was accurate and as expected. No lead insertion issues were observed, the in-line cavity passed the insertion test., and electrical tests indicate that the pulse generator performed according to functional specifications. A m302 and m304 lead were inserted completely past the negative and positive connector blocks, secured with the returned setscrew. There were no adverse functional, mechanical, or visual issues identified with the returned generator. No additional or relevant information has been received to date.